Manufacturer narrative:
It was reported that the o2 concentration was out of range. We have despite several requests for additional information and device logs not received any more information than the information stated in the problem description. Without additional information, we are unable to confirm the reported fault or determine any cause of the reported event. A correction of field # d1 brand name, # d4 version and model #, d4 unique identifier (UDI) # and h4 manufacturer date was needed. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 unique identifier (UDI) # was updated to (B)(4), h4 manufacturer date: corrected to 10/03/2023.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient involvement.